Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band successfully deployed; however, the rest of the bands failed to deploy. Reportedly, when the scope was removed outside the patient, it was noted that the suture was broken. There was no difficulty when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band successfully deployed; however, the rest of the bands failed to deploy. Reportedly, when the scope was removed outside the patient, it was noted that the suture was broken. There was no difficulty when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.

Manufacturer narrative:
Received one speedband device with the handle assembly for analysis; the ligator head was not returned. A visual examination of the device found that the trip wire was bent in several locations and was secured in the handle assembly slot when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent due to handling and manipulation of the device during procedure. Since the ligator head was not returned with the device; therefore it is unknown if the bands were deployed and if the ligator head were damaged and this condition could have impacted the bands deployment activity. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.